Event description:
"On (B)(6) 2011, the (B)(6) representative at maquet (B)(6) reported that the hcu 30 serial number (B)(4) has a sluggish temperature increase and stopped automatically during heating. Reference complaint (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the (B)(4) technician and the 4a net filter and shunt valve were replaced. Reference complaint (B)(4)."